Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. No moisture damage noted on lcd board during visual inspection.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 106 mg/dl at the time of incident. The customer stated that they were unable to clear the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.